Manufacturer narrative:
Submit date: 6/6/2017.

Event description:
The customer states that there was smoke damaged on the enteral feeding pump. No patient was involved in this event.

Manufacturer narrative:
Submit date: 6/7/2017. Based on additional information received from the customer, section has been updated to reflect the correct reported issue. Section has been updated from "the enteral feeding pump has smoke damage" to "the enteral feeding pump smelled like cigarette smoke." Based on this additional information, the complaint will be updated to reflect a non-reportable malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump smelled like cigarette smoke. There was no actual fire.